Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant in 2006, pt developed (B)(6) and all implanted components had to be removed after a couple of months. Additional information was requested. See manufacturer's report # 3004209178-2011-03047 for additional device system implanted in 2006.